Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed replace battery now without getting a low battery alert. Blood glucose level was 19.9 mmol/l at the time of the incident which was treated with bolus via insulin pump. Troubleshooting was performed. Self-test was completed and passed. The insulin pump was replaced and returned for analysis.